Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic appendectomy, the reload locked on the tissue. The black return knobs would not retract. The pusher bar of the reload was at the distal end of the reload. In addition, the handle easily came off of the reload. Other reloads were used to staple on either side of the locked reload to remove it. There was no reinforcement used in conjunction with the stapling device. There is no known impact or consequence to the patient following surgery beyond the additional tissue loss..

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account with no packaging and one reload opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The reload was received engaged with the instrument. The return knobs were fully retracted and the jaws of the reload were clamped. Engineering evaluation noted slight damage to the firing rod which can be indicative of improper loading but is not enough evidence to make a definitive claim. No other visual abnormalities were noted, internally or externally, with the instrument or reload. The reload was removed from the instrument, loaded back onto it, and all functional testing was satisfactory. The knife-bar was retracted and the reload was removed with no difficulty. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. The root cause could not be reliably determined. Due to the damage to the firing rod and the received condition of the instrument, a probable root cause can be attributed to improper loading of the sulu. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.